Event description:
It was reported there were two spikes in rv impedances to 1200 ohms in the past two weeks with previous impedance from 500 to 550 ohms. The technical consultant suspected a lead fracture. It was further reported that there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; partial lead in segments returned and analyzed.